Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulceration is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that there was air in the abdominal cavity and a perforation was suspected, so it was decided to discontinue duodopa therapy. The intestinal tube was in the stomach and a pressure ulcer was located at the kink of the intestinal tube. Because of the ulcer, they didn't place a new tube to allow the ulcer to heal. After 2-3 weeks, the patient will have a scopy again to see if the intestinal tube can be reinserted.